Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No blank display noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 38 mg/dl, 371 mg/dl and 70 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege under delivery. Customer was treated with glucose tablets. Customer reported that the drive support cap was protruded. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will be returned for analysis.